Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type I. It was reported that the patient was unable to communicate with the recharger and patient programmer. The patient had turned the ins off the week of (B)(6) 2017, when the patient went to the hospital for influenza that was lasting awhile. After which the patient forgot to turn it on and now could not it on. It was noted that an electrocardiogram, stress test, and various heart tests had been performed. The influenza issue had now been resolved and was unrelated to the implant. The patient was to follow-up with a healthcare professional to address a possible overdischarge and coordinate with a manufacturer representative if necessary. The no communication and inability to turn the ins on began in (B)(6) 2017, the week prior to (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.